Manufacturer narrative:
The reported device was returned to conmed for evaluation. Visual inspection found the suture hook broke off at the tip, above the weld. The broken piece was returned. The damaged condition of the returned suture hook is indicative of heavy use and/or the application of excessive force during use. The recommendation for use of this limited reuse device are 5 uses. The facility reported this device was sterilized and used between 10 to 15 times. A review of the manufacturing documents was unable to be performed since no lot number was provided. A two-year review of complaint history revealed 19 similar complaints for this device family and failure mode. (B)(4). A risk analysis was performed and found this failure mode and occurrence level to be acceptable with risk documents. The instructions for use advise the user of the following. If the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instrument or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. Do not exceed five (5) procedures per limited use suture hook. Due to the severity of this reported patient injury, an investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The user facility reported that during a first labrum shoulder procedure, the c6361 spectrum suture pass broke. The procedure had to be converted from close to open in order to retrieve the broken piece. The procedure was completed with a surgical delay of 90 minutes. Upon gathering additional information, it was found the patient had an additional hospital stay of 3 hours and retained some numbness from ear to upper arm due to the open procedure. Although no injury was reported, this report is being raised on the basis of a procedure being converted from closed to open due to a reported device malfunction.

Manufacturer narrative:
The statement "a review of the manufacturing documents was unable to be performed since no lot number was provided" is being deleted since a lot number was provided on (B)(6) 2018. The statement "19 similar complaints" is changed for "14 similar complaints", the statement "(B)(4) units" is changed for "(B)(4) units", and the statement "0.034 percentage" is changed for "0.028 percent" due to the use of an updated risk documentation. A review of the manufacturing documents verified the device was produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified at the time of manufacture. A lot history review was conducted and found no other complaints for this lot number and failure mode. A two-year review of complaint history revealed 14 similar complaints for this device family and failure mode. In that same time frame, (B)(4) units have been shipped worldwide, making the rate of occurrence 0.028 percent, should all complaint be confirmed.